Event description:
The customer called and reported blood glucose was 424 mg/dl and sent up to 528 mg/dl. Customer treated with a shot. The customer noticed his insulin pump was wet and upon removal of the infusion set, he found the cannula was bent. During troubleshooting, customer stated he had already changed the set and disposed of the supplies. Customer stated the reservoir was used and believed there was a leak at the cap. Customer was advised he would receive a replacement reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.